Manufacturer narrative:
Product has been returned and investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their adc device was exposed to moisture and they experienced an "electric shock." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on returned product download. The reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader; no damage was observed. There was no evidence of reported complaint observed. The reader returned observed to be wet and not functioning. The reader was further investigated and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and liquid contamination was observed. The battery voltage was measured to be out of specification. Therefore, this complaint is not confirmed to use. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the libre reader was performed and the DHR showed the libre reader passed all tests prior to release.

Event description:
Customer reports that their adc device was exposed to moisture and they experienced an "electric shock." There was no report of death, serious injury, or mistreatment associated with this event.